Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the event log file retrieved from the returned system controller, serial number (B)(6). The event log file contained data recorded from (B)(6) 2024 to (B)(6) 2024. The information captured on (B)(6) 2024 at 6:45 revealed a backup battery fault alarm associated with an ebb load test fail (error code f36) became active. The next recorded entries revealed that both power cables were briefly disconnected resulting in a no external power alarm. The backup battery alarm remained active until 8:55 when it appears that the backup battery was disconnected and reconnected. The alarm cleared and the system continued to operate with no atypical alarms until (B)(6) 2024 when at 11:28 the driveline was disconnected. The periodic log file contained events captured from (B)(6) 2024 to (B)(6) 2024. The recoded data did not contain any new information regarding the reported event. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. Abbott will continue to monitor and investigate reports of similar events. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev g, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev g cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev g, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the hospital due to backup battery fault alarms. The emergency backup battery (ebb) was disconnected and reconnected. A self-test was performed, and the alarms recurred. The system controller was then exchanged. No further alarms were displayed after.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d9: corrected. Section h2: corrected. Section h3: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the event log file retrieved from the returned system controller, serial number (B)(6). The event log file contained data recorded from 04may2024 to 14may2024. The information captured on 11may2024 at 6:45 revealed a backup battery fault alarm associated with an ebb load test fail (error code f36) became active. The next recorded entries revealed that both power cables were briefly disconnected resulting in a no external power alarm. The backup battery alarm remained active until 8:55 when it appears that the backup battery was disconnected and reconnected. The alarm cleared and the system continued to operate with no atypical alarms until 14may2024 when at 11:28 the driveline was disconnected. The periodic log file contained events captured from 12jan2024 to 13may2024. The recoded data did not contain any new information regarding the reported event. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. Abbott will continue to monitor and investigate reports of similar events. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev g, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev g cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev g, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.